Event description:
Customer's biomed reported that the device was dropped and suffered extensive damage. Physio-control evaluated the device and observed that it could not deliver defibrillation therapy because one, the therapy connector wires were open, and the therapy connector was broken off from the front case. Physio was unable to determine the device functionality prior to the drop and it appeared that the connector was glued previously. Physio also observed other device problems due to the drop damage. There was no report of pt involvement with the reported issue.

Manufacturer narrative:
(B) (4). Physio-control provided customer repair estimates. Customer decided not to repair device. The device will be removed from service. The most likely root cause of the device failure to defibrillate is the damaged therapy connector. A conclusive root cause was not determined.